Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station was not communicating. A technical support specialist reviewed the logs and found the station operating in disconnected mode. The data sync settings did not have the server address configured, and the last successful sync occurred on may 24. As a result, the specialist backed up dsclientoltp and performed a full sync. Following the sync, the station was no longer in disconnected mode. The specialist contacted the user to provide an update and sent an email. The user later responded, confirming the closure of the issue. The system functioned as intended after the technical support specialist troubleshot the device. Knowledge article: retry mode troubleshooting and skip instructions.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.